Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found, unable to confirm complaint. Most likely underlying root cause of malfunction: strip issue. Note: test strips returned were not the ones identified as giving "lo" results, new vial open to conduct testing during the call.

Event description:
Customer's son complains of "lo" results. Customer's states that patient feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 07/13/2018. Confirmed customer's test strips are being stored properly and opened vial date was unknown. Reviewed meter memory: (B)(6). David the son called about his mother's meter reading lo with no symptoms. The customer only had 1 strips left in that vial and we were about to run a control on that strips and he dropped the meter, so had to open a new vial of strips with the lot number ps2401.